Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump histories indicated that the pump's final basal delivery occurred at 7:45am on (B)(6) 2012. The history indicated an empty cartridge alarm occurred at 7:45am on the same date, and the pump was suspended and deliveries were not resumed. The last bolus recorded was on (B)(6) 2013 at 9:51am. There were no alarms outside normal use observed in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. No alarms occurred during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient died on (B)(6) 2010, and requested the patient be removed from the mailing list. The reporter stated that the patient died of a "diabetic coma", but was unsure what the cause of death was as listed on the death certificate. The reporter stated that the patient awoke on (B)(6) 2010, at 6am asking for juice, the reporter stated that she got some juice for the patient and then went back to bed. The reporter stated that she later found the patient deceased. The reporter stated that the patient had a leg amputation one to two months prior to her death, and also had a history of dialysis, kidney transplant, and pancreas transplant. The reporter did not implicate the pump in the patient's death. The reporter was willing to return the pump and a copy of the death certificate to animas. This complaint is being reported because the pump cannot be ruled out as a cause or contributor in the patient's death.